Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited forty one noise reversion episodes. The noise reversion events happened at different times of the day and when they occurred, the patient experienced voo pacing at 50 ppm and felt uncomfortable. The noise was not reproduced with arm movements or pocket manipulation. Programming the sensitivity setting to 4.0 mv was suggested.